Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus was unable to be calibrated and additionally noted that the stylus did not align with the cursor on the screen and the bezel shield assembly was replaced to resolve and the stylus calibrated. Analysis also found the lower hinge plate cracked and it was replaced and that the stylus cable had some damage but was functional, however the stylus was replaced and recalibrated to the touch screen. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen could not calibrate and the user was unable to click on the right in order to select "calibration." The programmer was returned for service as well as for a requested test and calibration procedure. No patient complications have been reported as a result of this event.